Manufacturer narrative:
(B)(4) - excessive force; re-insertion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported the sds was re-inserted into the anatomy and force was applied in an attempt to get the device to advance/cross the lesion a second time. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU)states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Furthermore, the IFU states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient underwent a stenting procedure to treat a target lesion in the heavily calcified left anterior descending (lad) artery. The 3.0 x 18 mm xience xpedition stent delivery system (sds) was advanced to the target lesion, but was unable to cross due to the patient anatomy and was removed. Pre-dilatation was then performed and the same 3.0 x 18 mm xience xpedition sds was re-inserted into the patient anatomy and advanced to the target lesion. The sds was still unable to cross. Force was applied in an attempt to get the device to cross; however, the device was unable to cross and was removed. Upon removal from the patient anatomy, it was noted that the stent had dislodged. The dislodged stent was seen under fluoroscopy and was able to be retrieved using a snare device. Additional pre-dilatation was performed and a second same size xience xpedition stent was then deployed at the target site. There was no clinically significant delay and no adverse patient sequelae. No additional information was performed.